Event description:
(B)(4) sore breasts, irregular periods, severe cramping at times, fatigue, spotting bw periods (especially first 6 month to year), metallic taste in mouth (temporary), blood clots (thumb, anal), heart racing, dizziness, body rashes (always, but 3 severe outbreaks), itchy skin (especially chest and lower arms and legs), severe hormonal acne, fatigue, joint pain, dry mouth, worsened pms (birth control is a cause of this now), vaginal infections, basically all symptoms of menopause! Weight gain, blood pressure is always higher than it ever used to be.